Event description:
A customer contacted stryker to report that their device potentially caused liver damage during patient use.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Stryker performed a clinical review of this event and determined that the device use may have contributed to the patient's outcome.

Manufacturer narrative:
The customer has provided stryker with the device serial number. Sections d, g4 PMA/510(k), and h4 have been updated accordingly. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device potentially caused liver damage during patient use.

Event description:
A customer contacted stryker to report that their device potentially caused liver damage during patient use.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.